Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported failed battery test alarms. The customer stated that she is pregnant and has been experiencing high blood glucose levels. The customer stated that her hcp feels that her baby might not survive due to her diabetes in general. The customer stated that she was on her way to the hospital due to the elevated blood glucose levels. Called the customer for follow up. The customer stated that she was not admitted to the hospital, but she did see a doctor for a check up. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.